Event description:
During surgery, a nurse found upon opening the package (size 5: 5520b500) that there was some white powder like material on the implant. A back implant of the same size was not available thus a back up item (size4: 5520b400) was opened but it was the same appearance. Therefore, the implant (size 5) was sterilized by autoclave and it was used. The product (size4) with the package and the package only (size5) will be available for evaluation.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no similar reported events for the provided lot ID. Device evaluation of the device in question could not be performed as the item was not returned for evaluation. Based on the event description, the white debris was generated within the inner sterile blister as a result of excessive vibration/movement of the baseplate component, leading to scuffing of the blister where the component came into contact with it. The white debris is petg powder from the blister pack. The investigation concluded that the white debris within the pack was caused by excessive movement/vibration of the component within the inner blister pack leading to scuffing of the pack and the generation of petg powder shavings. No further investigation for this event is possible at this time. Product surveillance will continue to monitor for trends.

Event description:
During surgery, a nurse found upon opening the package (size 5: 5520b500) that there was some white powder like material on the implant. A back implant of the same size was not available thus a back up item (size4: 5520b400) was opened but it was the same appearance. Therefore, the implant (size 5) was sterilized by autoclave and it was used. The product (size4) with the package and the package only (size5) will be available for evaluation.